Event description:
It was reported the patient's ipg had reached its end of service. Surgical intervention took place wherein the patient's system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.